Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they shut ins off on october 5th and stated it has been off ever since. Pt stated they turned ins off because pt is feeling stimulation in the bottom of their foot (middle of the foot). Pt stated they tried decreasing stimulation and reached out to the rep to let them know they turned ins off and pt stated they only heard back to leave ins off for a few days with no explanation. Pt stated they were told their anatomy and nerves are like crazy and not typical so pt stated they understand this, but stated their is no point in pt having ins if it's not turned on. Reviewed therapy overview and offered to walked pt through adjusting therapy settings.  Pt stated they were on level 4 on one program and the rep asked why pt was at such a high setting. Pt stated their hcp has told pt they are being impatient. Pt stated they will not call their doctor as they are trying to get a second opinion with someone else. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to rep.